Event description:
Information was received that a patient may have sustained radiation burn injuries, while undergoing a heart catheterization procedure on an innova 3100 vascular system on (B)(6) 2010. Additional information from the hospital suggests that the reddened area may be due to a rash vs a radiation related injury, however investigation is still in progress. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
Patient information has not been made available. Location and size of the alleged burns has not been made available.